Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had "cord damage". It is unk the device was not used in surgery and there was no injury or medical intervention. There was no add'l info provided.